Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21apr2020.

Event description:
The field service representative reported exhalation autozero failure. There was no patient involvement.

Manufacturer narrative:
G4:17nov2020; b4: 20nov2020. Sensor board w/o distal pressure was received for evaluation. Visual inspection revealed no signs of damage or contamination. A failure investigation (fi) technician installed the sensor board into a fi ventilator to attempt to duplicate the reported issue. This customer returned sensor board was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 06may2020. B4: 28jul2020. The manufacturer's field service engineer confirmed the reported problem in the device's event log, but could not duplicate the error. The field service engineer also noted the device failed a battery test and further commented that the device had been unplugged for a year. The battery's expiration date was listed as february of 2018. The manufacturer's field service engineer replaced the sensor printed circuit board to address the customer's reported issue. As the battery was noted as expired, it was replaced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.